Event description:
The customer reported a loudspeaker malfunction. A notification was displayed on the top left hand corner of the monitor. No patient involvement was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a loud-speaker malfunction. A notification was displayed on the top left hand corner of the monitor. No patient involvement was reported.